Event description:
When exam was complete, philips transvaginal probe broke in half during routine transvaginal exam, as sonographer was removing probe from patient. Sonographer notified philips. The issue is the same issue as describe in a large recall for similar devices. However, this particular device is not listed in the recall, so philips will not cover replacement. Manufacturer response for transducer, ultrasonic, diagnostic, transducer 3d9-3v (per site reporter). The manufacturer will not cover cost of replacement of device. The issue is the exact same as defects on a recall list, but this particular model is not on the list.